Event description:
It was reported that a large volume folfusor had small grey particle. The issue was found when dispensing the product. The device was filled with 5650mg fluorouracil and 0.9% sodium chloride having a total volume of 240ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo sample showed a dark gray color speck, embedded within the material of the stress-member which is located inside the bladder. The reported condition was verified. The cause of the condition was due to supplier of the stress-member, related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.